Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -05.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, lens dislocation/subluxation and refractive change overtime. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/16.6.

Manufacturer narrative:
(B)(4). Additional data: device evaluation: lens was returned dry in lens case/vial, with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection concluded lens is in specifications. (B)(4).